Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. Concomitant med products and therapy dates: casing device and quick coupling device, (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device stopped running by itself and had an abnormal noise. It was further reported that the device was being used with a casing device that was unable to lock properly and a quick coupling attachment device that was unable to grasp properly and made an abnormal noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device stopped by itself was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device made unexpected noise. Therefore, the reported condition that the device made abnormal noise was confirmed. The assignable root cause was traced to component failure due to normal wear.